Event description:
It was reported that t-wave oversensing was noted on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product, : 5076-52 lead, implanted: (B)(6) 2012; d314trm ICD, implanted: (B)(6) 2012. (B)(4).